Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 121 mg/dl and 386 mg/dl at 6:25 a.m. With the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 1bpec41b for evaluation. An in-house testing was performed with the returned meter and test strips using blood sample, which gave a satisfactory performance.